Manufacturer narrative:
9733560xom: work order passed. 9733467: per review of the images, the scan was found to not be to protocol as the tagging on the image was incorrect. Software is functioning as designed. The product was returned and no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was unable to register their patient. The site tried rotating the 3d model to place the stingray on the forehead, but the tracker would not show up on the model. The site stated the patient looked hyper-extended in the scan and tilted to the side. They aborted navigation. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.